Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device is broken and doesn't work. Additionally, the hose was damaged. The malfunction occurred during testing. There was no harm or delay and no patient involvement. No adverse events were reported as a result of this malfunction.